Event description:
Baxter (B)(4) received a report that an intermate was not running during patient infusion. The device was filled with a solution of liposomal amphotericin manufactured by (B)(4) and 5% dextrose. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. If further information becomes available a follow up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no nonconformances, failures, rework, or deviations related to the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.